Event description:
Boston scientific received information that a latitude red alert was received from this system due to shocking impedance measurements greater than 125 ohms. No adverse patient effects were reported. The patient was scheduled for in-office lead testing. However, no additional information regarding the testing was obtained. No adverse patient effects were reported.

Manufacturer narrative:
No other advserse events have been reported. This product issue will be updated if additional information is received.